Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant in a patient with severe aortic stenosis. The length of the patient's membranous septum was 2.2mm as measured by 3mensio. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was implanted without incident or complication with an ideal implant depth of 3mm on the ncc side and 4.0mm on the lcc side. The patient left the cath lab in normal sinus rhythm and in satisfactory condition. Patient subsequently went in to complete heart block the following day after tavr and a pacemaker implant was required. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient has been discharged home and is in good condition.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant in a patient with severe aortic stenosis. The length of the patients membranous septum was 2.2mm as measured by 3mensio. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was implanted without incident or complication with an ideal implant depth of 3mm on the ncc side and 4.0mm on the lcc side. The patient left the cath lab in normal sinus rhythm and in satisfactory condition. Patient subsequently went in to complete heart block the following day after tavr and a pacemaker implant was required. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient has been discharged home and is in good condition.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.